Event description:
As reported by the user facility: it was reported that upon removing a tubing from the needleless connector, the tubing broke off into the caresite connector. The entire extension set required removal and replacement. Fortunately, the nurse was able to save the IV line. The patient had a large amount of blood flowing from the broken connector. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was provided for evaluation. A visual evaluation was performed on the sample returned and it was noted that there was a male luer broken off inside the female port of the caresite valve. Although it was noted that there was a male luer broken off inside the female port of the caresite valve it is not believed to be the result of any manufacturing/packaging process. Retained units were evaluated and passed the internal testing. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. Although the exact root cause cannot be determined, previous engineering testing cited a probable root cause could be alcohol exposure of certain male adapters, which can lead to difficulty removing or breakage of male luer tapers when connected to female luers. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.